Event description:
It was reported the patient was being brought to the hospital (ER) because they could ¿see¿ the catheter outside of skin. The pump was used to deliver baclofen. Additional information later reported the patient was seen in the hospital. The pump pocket was completely open and the catheter was visible. The neurosurgeon was decreasing the dose and planned on taking out the pump. Additional information later reported the hcp explanted the entire system. Additional information later reported the patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type catheter. (B)(4).